Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the safe state was not determined. The patient's symptoms had been resolved. The patient's weight was unknown as they were wheelchair bound.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 599.6mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury.it was reported that the pump logs showed the patient's pump went into safe state on (B)(6) 2017. The patient's mother confirmed that they heard the alarm. There were no other events in the logs that indicated issues with the pump. The patient was stated to not be in a different environments the day the event occurred. The patient was at home like usual when the safe state happened. The hcp programmed a 300mcg bolus as a therapy bolus and kept the patient in the office when this was being delivered. The patient was reportedly very sick and was more stiff than usual and had pain. The hcp programmed the dose back to the correct daily dose. It was stated the patient was loosening when the therapy bolus was being delivered. The patient's vital signs were also good as the therapy bolus was delivered. The patient was stated to have had a refill on (B)(6) 2017. No further complications were anticipated/reported.